Manufacturer narrative:
Initial reporter's phone number provided: (B)(6).

Event description:
The customer reported a battery fail error message. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient harm reported.